Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient using cold insulin).

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that there was air bubbles in the system. The reporter stated that they did not see them and not aware of them. The reporter stated that the patient normally does not fill cartridge themselves but did this time. The patient woke up with a blood glucose of 517mg/dl with lethargy and vomiting. The patient was seen in the e.r. The patient was diagnosed with diabetic ketoacidosis and treated with IV fluids and antiemetics. The patient is using cold insulin to fill cartridge. Customer support (cs) educated reporter on using room temperature insulin. Cs advised the reporter that bubbles can form as temperature of insulin changes. This report is being made due to the hyperglycemic event the patient experienced attributed to using cold insulin.